Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, diabetes mellitus, xerostomia, immediate implantation, peri-implantitis, mobility. The patient did not know she was diabetic.